Event description:
Unomedical reference number (B)(4) event occurred in australia. On (B)(6) 2024, the patient reported an event of the infusion set cannula dislodged from skin. The event occurred within 3 or more hours after insertion. The infusion set had been used for 1 day. The insertion site was at the abdomen. Therefore, the patient replaced infusion set and resumed insulin successfully. No further information available.